Manufacturer narrative:
The device has not yet been returned to maquet cardiovascular. We will continue to pursue the device being returned from the customer for investigation. A supplemental report will be submitted when the device has been returned, and the investigation has been completed.(B) (4)

Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring iii seal did not load properly. The pa first reported to the representative that the seal did not fire into the aorta. When the tm spoke to the surgeon, the surgeon claimed that he was never handed the tube to deliver into the aorta. When the reporter received the product, he said there was no blood on it, and it seemed like it was not loaded properly. The account is very experienced with the heartstring. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Product is returning.